Event description:
Our customer reported that a distal miss drilling happened.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.